Event description:
Our local rep attended a vns implant in (B)(6) and it was noted on one occasion during systems diagnostic testing bradycardia (= 26 bpm), prior to event 65 bpm. After the testing the heart rate was normal at 65 bpm. The pt will be monitored by ECG at their first office visit to program the pt's vns on. Good faith attempts are underway for further details about the reported event.